Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced infusion set bent cannula event on (B)(6)-2026. The insertion site was abdomen. The infusion set used for one day. No further information available.